Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. The subcomponents of the 6fr angio-seal sts plus were received for product evaluation. The actual device was not returned for analysis. The anchor and collagen were held with the suture. No other accessory components were returned for evaluation. Visual inspection revealed that the piece of the suture was held with the anchor and dry collagen. The anchor was found bent. The collagen was not tamped properly to the anchor. The IFU states:"apply light digital or manual pressure to the puncture site. If manual pressure is necessary, monitor pedal pulses. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that hemostasis was not achieved due to improper positioning of the anchor within the vessel or underlying patient anatomy. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported bleeding after a pci (percutaneous coronary intervention) case. The angio-seal device was used and hemostasis was successfully achieved. However, about 15 hours passed, the bleeding occurred in the patient's room. The physician used a balloon to stop the bleeding but it failed, then applied surgical intervention (ppi) percutaneous peripheral intervention, and hemostasis was successfully achieved. The patient was recovered. When the anchor was taken out from the patient, it was bent and came out from the vessel. The procedure before deploying the device was a pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was a 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 9 mm. The estimated blood loss was less 250cc. There was no health damage (not serious), but the patient recovered. No equipment or other devices were used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received march 5, 2019: the patient is on daily blood thinning medication of aspirin, prasugrel hydrochloride (dosage is unknown). The patient had the following blood thinning medication, during the procedure: aspirin, prasugrel hydrochloride, heparin. The posterior wall of the artery was not punctured. Bleeding that occurred was from the puncture site. The patient had complete rest on the bed for 12 hours. The patient moved a little to change direction on the bed after released from complete rest, but did not put pressure on abdominal. It is unlikely that the postoperative management was not good. The estimated blood loss was less than 250ccc.